Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer failed the autonomous cursor movement test after installing the most recent software update. It was noted that the touchscreen was not faulty, worked correctly without any problems, and no autonomous movement was observed. An electromagnetic interference repair was performed as a preventative measure. Additionally, it was noted that the keyboard hinge, slide rails, and front latch were broken. It was noted that the upper and lower handles were broken. The cord bay was broken and the cooling fan was noisy. The logo button was broken. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the autonomous cursor movement test after installing the most recent software update. There was no patient involvement.